Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 10mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was replaced. The physician believed that the charging issues were related to ipg positioning. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was replaced. The physician believed that the charging issues were related to ipg positioning. The patient was doing well postoperatively.